Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The autopulse platform (sn (B)(6)) was used to resuscitate a patient. During its operation, the platform displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message and prompted the user to pull up the lifeband, check patient alignment, and press start. The customer followed these prompts, but the red light remained on, and the platform displayed ua07. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.